Manufacturer narrative:
Corrected fields: device codes.

Event description:
It was reported that upon device interrogation, a code 1005 was revealed, indicating an open circuit condition. High out of range shock impedance measurements were observed on the right ventricular (rv) lead. Additionally, it was noted that this patient has this implantable cardioverter defibrillator (ICD) and a pacemaker, both active and implanted. Boston scientific technical services (ts) was consulted and noted the device delivered several bursts of anti-tachycardia pacing (atp) for an atrial driven arrhythmia. Ts noted the atp did not capture due to current programmed settings. Further testing was recommended. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that upon device interrogation, a code 1005 was revealed, indicating an open circuit condition. High out of range shock impedance measurements were observed on the right ventricular (rv) lead. Additionally, it was noted that this patient has this implantable cardioverter defibrillator (ICD) and a pacemaker, both active and implanted. Boston scientific technical services (ts) was consulted and noted the device delivered several bursts of anti-tachycardia pacing (atp) for an atrial driven arrhythmia. Ts noted the atp did not capture due to current programmed settings. Further testing was recommended. No adverse patient effects were reported. At this time, this device system remains in service.